Event description:
The customer stated that he was hospitalized for high blood glucose and chest pain. The customer's blood glucose reading was 470 mg/dl before the paramedics arrived. The customer stated that he changed the infusion set prior to having the blood glucose reading of 470 mg/dl. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.